Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an external device. The reason for call was pt said their controller was not working to recharge their ins. Pt described seeing the passive recharge mode screens and said they had been going through it for a long time without any success. Pt mentioned that they had also taken the battery out of the controller. The patient was walked through passive recharge mode again (pt had middle numbers of 95/96) and pt saw the unable to recharge screen. Pt said they had seen this screen over and over and over again when trying to recharge. Pt inspected the controller port and said it looked good. Pt said their previous recharger telemetry module (rtm) used to get hot but confirmed the new rtm does not get hot when recharging. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient (pt) regarding a implantable neurostimulator (ins). It was reported that patient was seeing no device found when trying to recharge their ins. Pt said the controller battery was at 100% (then pt said 80%). Walked pt through passive recharge mode (pt had middle numbers ranging from 94 to 99). Pt was unable to connect during the call however, reviewed the passive recharge mode (prm) process and pt will try 3 sessions of prm and call back if they need further assistance. Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they're unable to charge their ins at all. Pt stated they began charging their ins with their controller charged to 100%. They charged their ins until the controller battery depleted to 20% and the ins battery did not increase at all.